Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead underwent a revision procedure. It was noted that the patient started to feel faint. A revision procedure was performed and this lead was surgically abandoned. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Event description:
Additional information indicated there were 3-5 second pauses in pacing on the ventricular channel due to oversensing p-waves. It was noted the patient was not syncopal. Technical services (ts) discussed programming options to mitigate the issue. The issue was resolved by decreasing the ventricular sensitivity.